Event description:
It was stated that the customer wore the insulin pump during an MRI scan. After the scan, the customer experienced low blood glucose levels. It was also stated that the insulin pump gave an alarm after the scan. However, the doctor did not know which alarm it was. The doctor asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error due to an out of phase motor encoder signal. Unable to perform further testing due to the motor error alarms.